Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Device not returned.

Event description:
It was reported an altitude alarm occurred after swimming with the pump on. The customer was able to successfully resume insulin deliveries. Additionally, it was reported an occlusion alarm occurred. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. There was no known impact to the customer¿s blood glucose level. Cts advised the customer not to swim with the pump on.